Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, a dislodgement of the right atrial (ra) lead was suspected. Diagnostic imaging was performed and confirmed the dislodgement of the ra lead. The patient¿s anatomy was suspected to be the cause of the dislodgement, but was unable to be confirmed. The ra lead was successfully repositioned to resolve the event. The patient was stable.